Event description:
Customer reported the power adapter started on fire. There were no injuries.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The defective power cord has not been received at medela as of (B)(4) 2013. The product involved in the complaint has not been returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that there was a fire and melting on the cord right next to the transformer housing. She pumps 2 times a day and plugs in/out the transformer about 4 times a day. She indicated that no injuries were sustained as a result of the issue. Issues of the pump in style transformer prior to rev l starting on fire was addressed in investigation (B)(4). Cause is determined to be degradation of the insulation resulting in a short resulting from user handling.